Event description:
It was reported that the patient underwent pelvis surgery in 2004. Postopertively, the patient developed chills, lethargy and had a temperature of 101.6. Levaquin and flagyl were given to the patient and the patient's symptoms resolved in 08/2004.